Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient with an implanted neurostimulator (ins) for non-malignant pain. It was reported the pocket where battery was implanted had been hurting for a few days. Patient was sent to their pain physician for evaluation of possible infection. Physician planned to explant system (B)(6) 2017. It was noted the patient stated that stimulator was working great and really changed their life as it helped to reduce pain significantly. The patient was alive with no injury on date of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.